Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2023 and suture was used. During the unknown surgery, the problem of pulling off suture needle happened. Changed another one to complete the surgery. There were no adverse consequences to the patient. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received one detached needle that pertain to product code vr917. During the visual inspection of the open sample, the suture was not returned for analysis. The needle hole and swage area were noted with marks that appear to be caused by a surgical instrument. Also, it was observed suture remnant into the needle hole. The instructions for use contain the following caution: to avoid these kinds of damages: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No further investigation will be conducted on this complaint due to external cause. Complaint information will be included in complaint trending that is reviewed by the applicable product quality safety surveillance data review board (pqss drb) on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device lot number, and no non conformances / manufacturing irregularities were identified.